Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 3.4, lab: 11.0. Pt checked inr at home 8 am and rec'd inr=3.4. He noticed that sores on his arms were bleeding with some bruising the day before. He reported his condition to his physician and was then admitted to the ER with lab inr=11.0 (later that morning). There is no treatment in the ER except holding coumadin dose and started on prednisone. No specific condition was diagnosed.